Event description:
It was reported to boston scientific corp on july 13, 2009, that a stonetome stone removal device was used during an endoscopic sphincterotomy procedure on (B)(6), 2009. According to the complainant, during the procedure when cutting with the device was attempted, there was no electric current. The device was replaced and the procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).